Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was clarified that the clinician remembered personal therapy manager (ptm) error code 8747. The rep would be picking the pump up to send back for analysis on (B)(6) and if the ptm was there, the rep would take a look at it.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Device code (B)(4) and code-conclusion 92 no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on august 04, 2017. The pump was returned to the manufacturer for analysis. A review of the device interrogation indicated the device had been programmed to deliver 10.0 mg/ml of hydromorphone at 0.060 mg/day in minimum rate infusion mode. Upon interrogation (B)(6) 2017, the elective replacement indicator (eri) was at 6 months. The device interrogation indicated the pump was in safe state at that time, and a reset had occurred. A "reset occurred" message occurred on (B)(6) 2017 at 22:38, along with a "reset occurred-low battery," and "pump in safe state" message at the same time. The interrogation also indicated a motor stall had occurred on (B)(6) 2017 at 10:20 and recovered at 10:47, the same day. It was indicated the motor stall and the motor stall recovery were associated with an MRI. Per device registration, the indication for use was noted as non-malignant pain and other chronic/intract pain (trunk limbs). Additional information was received from the manufacturer representative regarding the MRI. The rep reported there was no allegation that the MRI had caused the reported reset. It was indicated the MRI was reported to provide all relevant information related to the event.

Manufacturer narrative:
Analysis of the pump identified high battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 10 mg/ml dilaudid at .06 mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had a magnetic resonance imaging (MRI) scan on (B)(6) 2017 and then on (B)(6) 2017 the patient admitted to the hospital with symptoms of withdrawal. The pump was interrogated on (B)(6) 2017 and the pump was found to be in safe state and a reset occurred. The personal therapy manager showed an 8747 error code. It was reported that the cause of the issue was the MRI scan. The patient was being supplemented with oral opioids. It was stated the issue was not resolved at the time of the report. Surgical intervention did not occur, but it was planned. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.